Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012079667); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011995318); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient was disorientated and confused. The physician suspected a stroke. No additional adverse patient effects were reported.

Event description:
Additional information was received that an ischemic stroke was confirmed via computed tomography (CT) and neuro assessment. The patient had difficulty understanding speech and was not responding. The stroke appeared approximately 30 minutes after the valve implant procedure. It is unknown what caused the stroke. Anticoagulants and cerebral catheterization was provided for the stroke. The ischemia did not resolve.

Manufacturer narrative:
Updated b.5 and imf codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.